Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. An rse evaluated the device with the customer. The rse analyzed the history of errors and events which identified the part involved in the failure. The rse sent a replacement therapy assembly to the customer. The faulty part is expected to be returned for evaluation; once received and evaluated, a supplemental report will be provided. Based on the information available and the testing conducted, the reported problem was confirmed. It was determined the therapy assembly needed replacement, however, the cause of the therapy assembly issue was not determined. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that, during a procedure, the defibrillator restarted. The restart of the device did not cause problems to the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Correction: additional narrative has been corrected. This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. An rse evaluated the device with the customer. The rse analyzed the history of errors and events which identified the part involved in the failure. The rse sent a replacement therapy assembly to the customer. Return information was requested but not provided. If the part is returned, the record will be reopened and the part evaluated. Based on the information available and the testing conducted, the reported problem was confirmed. It was determined the therapy assembly needed replacement, however, the cause of the therapy assembly issue was not determined. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that, during a procedure, the defibrillator restarted. The restart of the device did not cause problems to the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that during a procedure the defibrillator restarted, and the restart of the device did not cause problems to the patient. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.